Event description:
It was reported that the remote monitoring transmission indicated the device had a power on reset. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed power on reset (por) parameters and critical ram parity error recorded on (B)(4) 2011 in address "29 88." Por severity is considered low as device should be able to fully recover after reset. Device was not returned, but diagnostic information is consistent with reported event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
(B)(4).